Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.